Event description:
The complainant alleged that they were treating a 54 yr old male pt in ventricular fibrillation. The paramedics defibrillated the pt once at 200 joules, a second time at 300 joules, and a third time at 360 joules. They allege that when they tried to defibrillate a fourth time at 360 joules, the device would not charge, and the arrows on the display indicated that the device had not charged. After a lapse of time the device started working again. The complainant indicated that there was no adverse effect to the pt.